Manufacturer narrative:
Product analysis of ped2-425-18, lot no:b557660 found the distal and proximal dps restraints intact. The dps sleeves found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the returned device, the customer complaint was not confirmed as the pushwire was returned without the braid. No damages were found with the pushwire. The cause could not be determined. Possible cause includes severe vessel tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there were not multiple pipeline devices being used when movement occurred. There was friction or difficulty during delivery or positioning. Tortuous genu and anatomy made it difficult to advance and recapture. The device did jump upon recapturing. It was noted that a "mishap" occurred during recapture. The pushwire was rotated or pulled back at any time during the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that upon deployment of the pipeline, placement of distal end was too proximal and the doctor was trying to recapture (through very tortuous segment) and the pipeline came off the distal wire. The device was recaptured by advancing the phenom plus over the entire system and then removing entire system. Confirmed the device was out by locating it in the phenom plus catheter on the back table. New phenom plus, phenom 27 and ped2-425-18 were implanted. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery. The landing zone was 4.16mm distally and 4.01mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet tr eatment) was administered and the pru level was 160. The angiographic result post procedure was good. Ancillary devices include a 6fr shuttle sheath, phenom plus guide catheter, and phenom 27 microcatheter.